Manufacturer narrative:
Date of report : 03/27/2019, date rec¿d by MFR : 03/26/2019. The customer was provided with the part number for the power management board and battery submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
On (B)(6) 2018. On (B)(4) 2019. A follow-up report will be submitted once the investigation has been completed.

Event description:
The customer reported battery failure. .the device was not in use at the time of the reported event; therefore, there was no patient involvement. Event date not specified; estimate used.